Event description:
A report was received that the patient was not getting adequate stimulation in her pain area. A fluoroscopy and x-rays were taken and showed no abnormalities. Upon follow up, the physician assessed the patient and believes the lead may be fractured. The physician has recommended a lead revision procedure.

Manufacturer narrative:
Additional information received stated that the patient will not be taking any further course of action at this time. A review of the manufacturing documentation of the lead found that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the pt was not getting adequate stimulation in her pain area. A fluoroscopy and x-rays were taken and showed no abnormalities. Upon follow up, the physician assessed the pt and believes the lead may be fractured. The physician has recommended a lead revision procedure.